Manufacturer narrative:
The unit was returned in a biohazard labeled zip-lock bag and its original labels. The unit was identified as having been found during preparation for a case and as having no pt contact. The unit was decontaminated using a soak in and flush with (B)(4). There are multiple flat spots in the distal tip of the catheter. Measured from the distal tip there are flat spots at 2.8-3.3 cm, 4.3-4.9 cm, 5.3-5.8 cm, 6.1-6.5 cm and 8.3-10.0 cm. The incident is confirmed as reported. Given the packaging of the returned device and the possibility for handling damage that exists, it is impossible to say which of these flat spots motivated the return of the device. The DHR for this manufacturing lot has been reviewed. Conclusion: defect noted prior to use. As per FDA feedback of (B)(4) 2009, this defect, if not discovered, could contribute to injury or death. Complaint/incident findings (incident # (B)(4)): a review of the device history record (DHR) was completed on part # (B)(4) (lot # l13034) and sub-assembly (B)(4) (lot # l12877). All appropriate inspections were completed per process monitoring requirements or 100% inspections were required. The DHR review of final assembly (lot # l13034) indicated that 100% inspection of the devices resulted in no visual rejects. In addition, all destructive testing was completed per required process monitoring requirements and results met specification for the tensile strength. All parts that failed visual inspection have been rejected and all parts released met specifications. The parts released in this lot met process requirement.

Event description:
The physician noticed a kink at the distal tip of the catheter upon removal from package. This catheter was not used in the pt. They used another neuron and completed the procedure without incident.